Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided: initial result 52.93 pmol/l, repeated 15.09 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p70-77that has a similar product distributed in the us, list number 07p70, with 510k number k173122.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 70400ud03. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I processing module assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 70400ud03. However, testing was performed utilizing retained kits and all testing passed indicating the reagent lots are performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 70400ud03 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided: initial result 52.93 pmol/l, repeated 15.09 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.